Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 610 mg/dl. The customer was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-1780kl, mmt-7020a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reports receiving a sensor updating alert. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1780kl will be returned for analysis. No product return is required for mmt-7020a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.0872) inches. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 25.2 units of normal bolus was delivered on may 07, 2024. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.